Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm maryland bipolar forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have charring and localized melting on the bipolar yaw pulley due to potential arcing. The thermal damage was found at the base of the yaw pulley in between the grips. As a result, the electrode was exposed. The instrument passed an electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps (mbf) instrument was observed to have thermal damage on the pulley cover. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the thermal damage on the instrument was identified during reprocessing. The instrument was inspected for damage prior to reprocessing and thermal damage was found. After the completion of the procedure, the instrument was inspected for damage, and none was found. It was unknown if the instrument collided with other instrument or tool during the procedure or if arcing was observed during the procedure.